Event description:
It was reported that the right atrial (ra) lead exhibited chronically low impedance. It was further reported that the right atrial lead exhibited fluctuating thresholds and oversensing. The right atrial lead remains in use. No patient complications have been reported as a result of this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).